Event description:
An ongoing issue was reported that the pump battery could not be charged, leading to the pump shutting off. Reportedly, the customer went to the emergency room and was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 600 mg/dl and ketones of an unspecified size. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 1 day later, 5/31/2026 with the issue resolved and no permanent damage. Reportedly, the customer was able to successfully charge the pump using a secondary charging cable.